Manufacturer narrative:
It was reported that some electrodes were positioned inaccurately, which was confirmed during technical investigation. The error is homogenous which indicates that it was due to the same global movement. The pre-operative fusion analysis shows that images were slightly shifted. It seems that the inaccuracy is directly related to this incorrect fusion, this issue can be considered as a use error. The device precision was tested a few days after the surgery and was found in conformance.

Event description:
The surgeon called the field service engineer on 20 sep 2018 to inform that she noticed some electrodes implanted on (B)(6) 2018 were misplaced. The surgeon stated that the temporal electrodes were shifted 4-5mm on coronal plan. She also stated the surgery went fine: laser registration passed on the first time, no corrections, verification passed and patient installation checked. A field service engineer was on site on (B)(6)2018 to perform kineverif tests (laser, pointer) as well as applicative test, which both passed. The surgeon confirmed the patient was doing fine.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
The surgeon called the field service engineer on (B)(6) 2018 to inform that she noticed some electrodes implanted on (B)(6) 2018 were misplaced. The surgeon stated that the temporal electrodes were shifted 4-5mm on coronal plan. She also stated the surgery went fine: laser registration passed on the first time, no corrections, verification passed and patient installation checked. A field service engineer was on site on (B)(6) 2018 to perform kineverif tests (laser, pointer) as well as applicative test, which both passed. The surgeon confirmed the patient was doing fine.